Event description:
During a preventative maintenance, the company rep observed that the iabp's helium pressure transducer failed the diagnostic test. No pt was involved.

Manufacturer narrative:
The company rep replaced the high pressure transducer (part number 0682-00-0079-01). The helium pressure transducer fails diag-reads 116 psi. Helium tank gauge reads 1784 psi. In an unrelated repair the batteries (part number 0146-00-0039) and safety disk (part number 0997-00-0985-01 were also replaced. Performed electrical safety tests and completed pm with full calibration. The iabp was functional tested to factory specifications. It functioned normally and was returned to the customer. Ref: (B)(4).